Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (external component issue) issue. It was reported that there was an issue with the cartridge cap. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Follow up #1: 10/21/2105 device evaluation: the pump has been returned to animas and evaluated on 10/08/2015 with the following findings: the cartridge cap was found to be torn.